Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0036226. D4: medical device expiration date: 2025-02-28. H4: device manufacture date: 2020-02-05. D4: medical device lot #: 0057708. D4: medical device expiration date: 2025-02-28. H4: device manufacture date: 2020-02-26. H6: investigation summary: customer returned (80) open 8mm, 31g pen needles without the tear drop label or inner shield. Customer states that he lightly stuck his finger on the non patient end. All returned pen needles were examined and no defects were noted that would indicate or could potentially lead to a needle stick on the non patient end. Customer states that the needles were clogged during the flow check. All returned pen needles were examined and 72 out of 80 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable or difficult to prime. The following information was provided by the initial reporter: material no: 320109 batch no: 0036226, 0057708. Consumer reported finding pen needles clogged during flow check. Elderly consumer reported lightly stuck his finger on the non patient end needle when removed from his pen. He just blotted his finger with the alcohol swab.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned (80) open 5mm, 31g pen needles without the tear drop label or inner shield. Customer states that the needles were clogged during the flow check. All returned pen needles were examined and 72 out of 80 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. Customer states that he lightly stuck his finger on the non patient end. All returned pen needles were examined and no defects were noted that would indicate or could potentially lead to a needle stick on the non patient end. Unable to perform DHR check due to an unknown lot number for needle clog. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable or difficult to prime. The following information was provided by the initial reporter: material no: 320109 batch no: unknown. Consumer reported finding pen needles clogged during flow check. Elderly consumer reported lightly stuck his finger on the non patient end needle when removed from his pen. He just blotted his finger with the alcohol swab.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: two invalid lot #s were provided by the initial reporter as 0036226 and 0057708. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable or difficult to prime. The following information was provided by the initial reporter: material no: 320109, batch no: unknown. Consumer reported finding pen needles clogged during flow check. Elderly consumer reported lightly stuck his finger on the non patient end needle when removed from his pen. He just blotted his finger with the alcohol swab.